Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a display issue was confirmed via submitted photos. Submitted photos revealed a dark screen with a white/blue line in the display. The system controller (B)(6) would not be returned for testing. Submitted log files did not reveal any abnormalities and pump support was not affected. Additional information revealed that the controller was exchanged and that the system controller would not be returned. A root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) and heartmate 3instructions for use (IFU) (rev. C), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a controller screen glitch with self- test. No alarms were noted on interrogation. Log files were submitted for evaluation and the system controller display issue did not interfere with the other system controller operating features or pump operation. Only a system controller replacement could resolve the display issue, but the customer was waiting for the international normalized ratio (inr) to become therapeutic. There were no unusual events recorded in the log file event history.